Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that the right atrial (ra) lead could not be inserted into the header. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event that the lead would not fit inside the connector of the generator was not confirmed. As received, a complete lead was returned in one piece. Final analysis didn¿t find any anomalies.